Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist informed a lot number, which does not correspond to the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that 2 months after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. The patient presented bone type I and 50 ncm of primary stability was achieved.